Event description:
(B)(4). Chronic pelvic pain, chronic back pain, chronic joint pain, chronic headaches, cramping, bloating, heartburn, tingling in feet, mood swings, nickel allergy, brain fog, elevated blood antibody result (going to rheumatologist for further information - titer of 1:320).